Manufacturer narrative:
The complaint states that after the use of the cement the patient had a cardiac arrest and died. The device associated with this report was not returned. The retained samples were conditioned and tested at an ambient temperature of 23 deg c. All handling and setting time results were reviewed and they are all within specification. The retained samples were tested for benzoyle peroxide content, dmpt content and identification of polymer and monomethyl methacrylate. The results were reviewed and these are all within specification. The device history was reviewed:no non conformances on this batch. Final micro and sterility tests passed. A search of the complaint database found complaints received by cmw in the last 12 months for this issue - by lot number - 0, by product code - 3, by product family - 5 (3x smartset ghv gentamicin, 2x smartset gmv endurance gentamicin). The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated.

Event description:
Hemi hip arthroplasty- after the use of the cement the patient had a cardiac arrest and died.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.the correction/removal reporting number listed applies to the corresponding product code sold domestically.